Manufacturer narrative:
This incident has been recorded under (B)(4). Review of the most recent repair record determined the unit was confirmed to have a ratchet that was not working. The ratchet gear, comb, and sliding pin were replaced and resolved the reported issue. It was noted that this unit was last returned for service in september 2018. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During cleaning/inspection prior to surgery it was noted that the device was not ratcheting properly. They were unsure if the ratchet could move in the up/downward motion. Upon evaluation of the device it was noted the comb on it was damaged. No harm or delay were reported along with this event. No other adverse events were reported along with this event.